Event description:
A customer in (B)(6) reported a false negative cefoxitin screen (oxsf) result for a staphylococcus aureus isolate in association with the vitek® 2 ast-p656 test kit. The isolate was from the leg ulcer of a (B)(6) year old woman with an infected wound/cellulitis. The customer reported that the isolate was part of a laboratory quality exercise, that subjected 54 s. Aureus isolates, including 18 with "borderline cefoxitin mic=4 mg/l", to cefoxitin disc testing, (B)(6) pcr and bd phoenix. This isolate was detected through the process and was tested on the vitek 2 (B)(4) card, producing the (B)(6) result. The customer stated they confirmed the isolate was (B)(6) by performing the cefoxitin disc test (18mm), and the pcr (B)(6) was (B)(6). The same isolate was tested on the phoenix system which gave the results of (B)(6) and (B)(6). The customer did not repeat testing with the (B)(4) card. The customer stated that the initial testing of the isolate was performed on phoenix and those results were reported to the physician. An amended report was then provided and there was no adverse impact to the patient. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) submitted a staphylococcus aureus isolate for oxacillin/cefoxitin screen (ox/oxsf) evaluation because the vitek® 2 ast-p656 cards gave susceptible ox results (mic<=0.25) and negative oxsf results. However, meca pcr testing was positive, and the cefoxitin (fox) disk test was resistant (<22 mm). Customer is using vitek 2 systems software v8.01 software and testing from non-validated horse blood agar. Biomérieux internal investigation was conducted. Organism identification of the customer submitted strain was confirmed to staphylococcus aureus. Ast testing included both the customer lot and a random lot of ast-p656 cards, using v8.01 software. Agar dilution (ad), the reference method for ox (ox101n), was performed, as was fox disk testing, the reference method for the oxsf test. Alere pbp2a testing was also performed. - on both ast-p656 card lots, positive oxsf (resistant) results were obtained. On the customer lot of ast-p656 cards, an ox mic<=0.25 (susceptible) was obtained, and, on the random lot, an ox mic=0.5 (susceptible) was obtained. Both ox results were corrected to resistant by aes, due to the positive oxsf results. Ox ad gave an mic=0.5 (susceptible). Card and reference method results for ox are the same or one (1) doubling dilution apart. Therefore, card and reference method results are in agreement for ox. - fox disk testing gave resistant results (16 mm), so card and reference method results are in agreement for oxsf. Alere pbp2a testing was also positive. Customer raw card data was also reviewed showing delayed growth (less than 10% change) at 14 hours in the cefoxitin screen well. The investigation concluded that cards and reference methods are in agreement. The ast-p656 test kit is performing as intended.